Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 and eventually shifted to intensive care unit (ICU) due to infusion set cannula was bent. Leading to hyperglycemia. The blood glucose level was 600 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. The reference samples for the lot 6009178 have already been previously tested in the complaint (B)(4) on 18/may/2025. Test results: the reference samples were visually inspected and tested for flow test. All test results were within specifications as per the (B)(4) complaint test report.pdf attached in this record. Device history record (DHR) review: the lot 6009178 was manufactured according to the work instruction (wi) version 117 manufactured in the line 8, on 26/sep/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 08/jul/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6009178 and found other 3 complaints have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: this is a complaint which is being addressed as part of a corrective and preventive action (CAPA) plan 1768101: autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code.

Event description:
To date no additional patient or event details have been received.